Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. All of the keypad buttons were found to be responding and springing back appropriately. The keypad was removed and the no button contact defects were found.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The enter button reportedly slow to respond. The patient reported that the keypad was intact. There was no adverse event associated with this complaint.